Event description:
Information was received indicating that a smiths medical pump was turned on and immediately presented with error code: system failure. There were no reported adverse events reported.

Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the customer reported condition was confirmed . Problem source is unknown. The device history record was reviewed and showed, that this device met all manufacturing specification for product released for distribution. No issues were identified, that would have impacted this event.